Event description:
A zoll pt service rep (psr) called zoll customer support to report that the psr could not successfully baseline a (B)(6) male pt. The psr provided the pt with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of the electrode belt sn (B)(4) has been completed. The reported problem (unable to baseline) was confirmed. Upon investigation, there were intermittent failures on the distribution node (dn) to ECG "c" and "d" cable. The cause of the intermittent failures was a pinched wire within the cable. The root cause of the pinched wire could not be positively identified. No adverse event resulted from the pinched wire. The pt received a replacement electrode belt.